Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Investigation result: the returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 298.6 cm from the tip of the connector to the end of the fiber body. There was no exposed glass tip. Examination under magnification confirmed the pattern on the fiber body was consistent with normal degradation. When connected to the laser console, the following message was displayed: "fiber may not be used anymore. Please connect new fiber". There was no light from the sma connector, indicating a fiber fracture within the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed no light from the sma connector, indicating a fiber fracture within the connector. Additionally, examination under magnification showed that the exposed glass tip had signs of normal degradation. It is likely that procedural factors and handling of the fiber during use contributed to complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 16, 2020 that a lighttrail single use 270um laser fiber was used in a lithotripsy procedure in the ureter and kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl 4007 laser console with laser settings of 50 watts. According to the complainant, during the procedure, it was noted at the end of the surgery the laser fiber stopped working with no chance of using the fiber to complete the procedure. The physician decided to place a double j ureteral stent and let the remaining stone fragments be expelled naturally by the patient. The procedure was successfully completed with the double j ureteral stent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.